Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, shaft breakage occurred. The severely calcified, 80% stenosed lesion was located in the severely tortuous medial right coronary artery. The lesion was predilated with a 20mm balloon. The physician encountered resistance during advancement of the 3.50x12mm taxus libertã© drug-eluting stent delivery system, and "almost immediately after insertion the metal part of the shaft broke". The physician was able to retrieve both parts of the catheter. The procedure was completed with a total of 7 stents implanted, 3 of them being drug-eluting. Patient status was reported as 'ok'.

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. Visual and microscopic examination of the device revealed that the hypotube had broken approximately 19.2cm distal from the catheters strain relief. A detailed examination of the device could not identify any issues with the distal section of the stent and tip of the device that could potentially have contributed to a restriction occurring. Device analysis did not receive the guide catheter for investigation and therefore could not examine it for any damage or issues that could have potentially caused a restriction to occur and subsequently result in the hypotube to break. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution.